Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 69 indicating an algorithm data parity check on the ilet and contacted support for assistance. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert after the user performed a device restart. Investigation included user-guided troubleshooting and education focused on restarting the device and monitoring for recurrence. Investigation of this case revealed that the alert cleared after restart and did not recur, consistent with a transient software or data integrity anomaly within the algorithm processing. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible software data parity event resolved by reboot.